Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. The perioperative aneurysm diameter measured 45mm. The proximal neck length measured 15mm, and the proximal neck angle was unknown. A trunk ipsilateral leg component was advanced from the patient's right side through a non-gore manufactured introducer sheath. It was reported that the device was deployed distally to the intended position and the contra-lateral gate remained in the right common iliac artery. The physician converted the procedure to aui. Three palmaz stents and a non-gore manufactured stentgraft were used to construct the aui. A f-f crossover bypassing surgery was performed. The patient tolerated the procedure. As of (B)(6) 2009, no complications had been reported. The aneurysm diameter measured 34mm.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the device was deployed at unintended position. The cause of the deployment at unintended position is unknown. Attempts to acquire information required for this form were made by gore.